Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer states despite the pump having been repaired twice recently stopped while running with message: "temperature too high module". There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation the complete initial reporter (site name) - (B)(6).

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.